Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 69 mg/dl, 50 mg/dl, and 105 mg/dl when all tests were performed within 5 minutes of each other on the advantage system. Reporter stated she was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.